Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event of stroke is related to procedural issues, patient anatomy, patient noncompliance to medication, or a silk road medical device failure. Hence, the event will be reported out of an abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that before a left transcarotid artery revascularization (tcar) procedure, a p2y12 inhibitor test revealed that the patient had a platelet reactivity unit (pru) value of 299, indicating that the patient was a plavix non-responder. Consequently, the patient was administered 180mg of brilinta on the morning of the procedure. After the completion of the left tcar procedure, the patient was slow to wake up. The physician elected to re-access the site with a new enroute nps device to confirm stent patency, and the stent was confirmed to be patent. The patient was treated for edema/pneumonia post procedure due to aspiration. Additional information indicated that intra-operatively, the patient's lesion was very soft, and the anatomy had extreme angulations. The physician performed an angiogram of the lesion after pre-dilation which involved ceasing reverse flow because they did not have visibility. Two days after the tcar procedure (B)(6) 2024), a magnetic resonance imaging (MRI) performed revealed acute stroke on the left and right side, indicative of new white lesions. It was reported that the patient, following dialysis treatment for acute renal failure, was found to be not breathing and passed away on (B)(6) 2024. The physician attributed the event of death to respiratory failure. The event is therefore unrelated to a silk road medical device. At this time, it is unknown if the reported event of stroke is related to procedural issues, patient anatomy, patient noncompliance to medication, or a silk road medical device failure. Hence, the event will be reported out of an abundance of caution.